Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. A redraw sample was run on the same analyzer and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misalignment of the pipettor. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the site to perform instrument repairs. The instrument is performing within specifications. No further evaluation of the device is required.